Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified, moderately tortuous left anterior descending (lad) artery. A 3.5x23 non-bsc stent was implanted in the left main coronary artery to the lad. As a result, the left circumflex (lcx) artery was considered to be "jailed". An apex monorail 8mm x 3.50mm balloon catheter was selected and advanced to treat the lcx. During the 1st attempt to inflate the device, the balloon ruptured at 12 atms. The device was able to be removed intact. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)